Manufacturer narrative:
No evidence of the alleged event was provided by the clinic. At the moment it is impossible to assess the alleged clinical ae without any photo or medical report that support the description of the case. We decided to report the case to hc based on the patient description.

Event description:
Patient states that he has a burn in genitals area after diolazexl treatment. He went to a cosmetic plastic surgeon and an emergency room doctor that reportedly stated that he has irreparable damage and will require reconstructive surgery. No photos or any other medical records were received as of 02/19/2023.